Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 12/17/15- pfs and medical records received. The pfs and medical records were reviewed for MDR reportability. The pfs reported weakness, constant pain and the patient unable to walk long distances or stairs. The medical records and revision surgical report noted elevated chromium and cobalt levels, metallosis and synovitis. The chromium and cobalt levels were greater than 7 parts per billion and the stem is being added to the complaint. The complaint was updated on: jan 4, 2016.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update (B)(6) 2013 - the complaint has been reopened because it has been reported that the patient was revised on (B)(6) 2013 to address pain. Part and lot information was provided.

Manufacturer narrative:
(B)(4). Added: exp. Date.

Event description:
In addition in what was previous alleged. Ppf alleges metal wear and elevated metal ions. Added lawyer, law firm, patient initials and product details. Doi: (B)(6) 2006 - dor: (B)(6) 2013, (right hip).